Event description:
This pt had a penile prosthesis implanted, date and type of device not indicated. It is unsure at this time if this product was an ams device. On 4/16/97 the entire device was removed from the pt and an ambicor device implanted, reason not indicated. Ams has requested add'l info.